Event description:
It was reported that a 2.75 x 33 mm xience xpedition stent delivery system (sds) was advanced to the lesion and deployed. The device was removed without issue. Under xray, there was no stent visible in the vessel. The sds was checked and there was no stent on the balloon of the sds. The packaging was checked and the stent implant was found inside the protective sheath. A new same size xience xpedition was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the dislodged stent implant was returned for evaluation, thus confirming the complaint. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency. Xience xpedition is currently not commercially available in the u.s. The product listed is based on the predicate device (xience prime) and is therefore, similar to a device sold in the u.s.